Event description:
Complainant alleged that during the incoming inspection of the device, after the 30 joule defibrillator test was performed, one of the battery pins began to smoke and then melted the device housing. The complainant indicated that there was no pt involvement in the reported malfunction.